Event description:
It was reported the patient had their pump removed. The patient would go in for a refill 4 days before the critical alarm date. For "months and months", they would take out 2.6 ml, one time 2.9ml, then in (B)(6) 2013 they took out 4.9ml and the patient had a bolus added. When they took out 4.9 ml, morphine sulfate was in the pump. The patient went to another hcp (healthcare professional) and they determined the pump was not working properly. The patient tried to get an MRI for a year but couldn¿t find a facility that would do the MRI. The patient had the pump remove on (B)(6) 2014. The hcp told the patient the problem could have been the catheter or it could have been a problem with the pump. It was stated "there was a kink in his catheter". The medication was decreased for 4 months prior to removal of the pump. It was reported the drug in the pump at the (B)(6) refill was morphine, but it was unclear if that was the drug in the pump for the duration of the implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).